Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was visibly bent. However, with markers attached and fully seated the probe returned good geometry and divot error readings. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the pedicle probe was found to be damaged. The instrument was still able to be verified. This was discovered before a case with no patient present.